Event description:
It was reported that when the ventilator became disconnected, the ventilator would alarm but would stop before the ventilator was reconnected to the pt. At one point, the ventilator was disconnected from the pt and would alarm then stop then alarm then stop until it was placed back on the pt. The pt was placed on another ventilator. No pt harm reported. The homecare dealer could not recreate the problem. During testing by the homecare dealer, the ventilator would not turn on. After a few more attempts, the ventilator would power on again.

Manufacturer narrative:
Results: the on/off button was sticking so the membrane and overlay were replaced. This problem was unrelated to the reported intermittent alarm.